Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances and high thresholds. The lead was surgically abandoned and replaced. No adverse patient effects were reported.